Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01125.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via right internal jugular vein due to venous thromboembolic disease with previous thromboemboli. Patient is alleging tilt, vena cava perforation and organ perforation (aorta). The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava, and that it has perforated outside of it into another organ¿ as well as ¿depression, bipolar disorder and post traumatic stress disorder.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿a total of 8 prongs have perforated the ivc series. Maximum distance prongs perforated 11 mm.¿ ¿coronal images 0 degree tilt.¿ ¿sagittal images 5 degree tilt posterior to anterior.¿ ¿prong has perforated the aorta.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.